Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that there was an increase in the pacing impedance of the right ventricular (rv) lead.

Event description:
During a clinic follow-up, a high capture threshold and low sensing were observed on the right ventricular (rv) lead. Rv lead damage was suspected, but was unable to be confirmed. The rv lead was capped to resolve the event. The patient was stable and will continue to be monitored.